Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device provided a false asystole alarm and enters pacer mode by itself. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The processor pca was replaced and the device passed all performance assurance testing and was returned to the customer. The original processor pca was sent to philips failure analysis (fa) for evaluation on (B)(6)2017. Evaluation found the reported issue could not be duplicated in the lab. There was no fault found with the processor pca and the processor pca was scrapped.